Event description:
The facility's tech reported an infusion pump with an 812:02 failure code that occurred during set-up. The biomed stated that there has been no report of any pt incident involving this pump since the last baxter service event. Additional contact info was requested but no additional contact was identified.